Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site). The fse completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit displayed a system failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) iabp unit by turning on the machine and noting the screen never left from start up maquet screen, and loud solid tone alarm started and did not stop until powered down. Issues w/power supply for this unit, needs to be replaced due to connector issues. The system failure was repaired by installing a new pressure transducer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), non-healthcare professional.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit displayed a system failure. There was no patient involvement, and no adverse event reported.